Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -13.0/1.5/93 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os)on (B)(6) 2021. The lens was exchanged on (B)(6) 2021 with a same length/model lens; but implanted vertically due to patient experienced excessive vaulting. This resolved the problem.